Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have micro dislodged due to losing slack. Additional slack was given to the lead and remains in service. No additional adverse patient effects were reported.